Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2023, a patient has been experiencing adverse reactions with the oxinium implants, reporting eczema and allergy-like symptom. The patient claims to have pain and discomfort. All investigations-mr, infection markers, CT scans for malrotation are clear. The ige is raised as marker for allergies. Nevertheless, the patient continues to experience inflammation and severe discomfort even after treatment with nsaids, anti-inflammatories, and a short course of steroids. Healthwise, patient's current health status is ok. Surgeon is potentially considering revision of the oxinium implants.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
The reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the legion narrow ps oxin sz 4n rt. Therefore, no investigation is deemed for the other device. Given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee system revealed that although rare, metal sensitivity or allergic reactions in patients following joint replacement have been reported. Implantation of foreign material in tissues can result in histological reactions involving macrophages and fibroblasts. This has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.